Event description:
During a drug eluting stenting treatment procedure, an acute thrombosis occurred. At 3:51 pm the pt arrived in the cath lab for treatment of the right coronary artery (rca). At 3:57 pm the pt went into ventricular fibrillation. However, the physician was able to predilate the lesion with a 3.0 x 15mm voyager balloon. After predilation a taxus express2 3.0 x 20 mm stent was successfully deployed in the mid rca. A second taxus express2 3.5 x 20 mm stent was successfully deployed proximally and overlapping the previous taxus stent by ~4mm. Post-dilation was performed with a 3.5 x 15 mm voyager balloon. After post-dilattion the pt's pressures dropped to 107. An iabp was started and the pt left the cath lab at 5:08 pm. At 6:20 pm the pt was brought back to the cath lab and was determined to have an acute thrombosis in the taxus stent. The physician treated the thrombus by dilating it with a 3.0 x 15 mm maberick balloon. In addition, dopamine and integrilin with 3000 units of heparin were started. It is noted that the pt received their first dose of plavix at 6:39 pm. No additional intervention was noted. Pt status is reported as "satisfactory." Same as MFR# 6000093-2004-01173.